Event description:
It was reported that the patient¿s pump was scheduled to alarm and needed to be refilled on (B)(6) 2015. The patient had relocated and was seeking a new physician to manage the pump. When the patient woke up on (B)(6) 2014 he was experiencing withdrawal symptoms and the pump started to alarm on (B)(6) 2015. The patient had inquired about going to the emergency room (ER) as he was unable at that time to find a managing physician. The patient further reported on (B)(6) 2015 that he was sick/getting sick and having issues with his pump as the pump started to alarm on (B)(6) 2015 and was now critically alarming every 15 minutes. The patient did go to the ER and did not do what the patient expected. The patient was given oral phenergan for nausea and ¿pump him full of toradol.¿ the previous managing physician had tried calling potential refill physicians for this patient. The patient wanted the alarm silenced and reportedly the ER would not call in a representative to silence the alarm. A facility would have filled the pump one time but the patient demanded hotel and gas money and therefore this was no longer an option. Reportedly, locating a physician was difficult due to insurance and the medication in the pump. The patient was still seeking a managing physician to fill the pump. This device system delivered sufentanil. On (B)(6) 2015 the patient was at the hospital for a stress test and the pain pump was empty. The pump had been empty for at least 2 weeks and no doctor would take on the patient¿s care or management of the pump. The patient was from another state and wanted the pump alarm silenced. The company representative was to silence the pump alarm. Patient outcome was unavailable at the time of the report. If additional information is received, the event will be updated.

Manufacturer narrative:
Concomitant products: product ID: 8731, lot# b005539n07, implanted: (B)(6) 2003, product type: catheter. Product ID: 8731, lot# b005539n08, implanted: (B)(6) 2003, product type: catheter. (B)(4).